Manufacturer narrative:
Maude report received from FDA. The report provided no initial reporter or location of event location. Report appears to be filed based on a literature article, but title, author, and date of publication was not provided. Specific device information, patient information and contact information were not provided. No investigation is possible due to insufficient information.

Event description:
Medwatch report received from the FDA. The report consisted of a summary of a prospective observational study. Multiple issues contained in the article. See attached report for details.